Event description:
Plastic was broken- tampon [device breakage]. Case narrative: consumer reported via e-mail that the plastic was broken. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.